Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID was not provided. Patient's age was not provided. Patient's weight was not provided. Lot number was not provided for the screw in question. Device manufacturing date is unknown.

Event description:
It was reported that the iunihg screw fractured in the patient's mouth. Screw was able to be removed. No tooth number was provided.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the products were not returned. Pre-existing conditions, tooth location and duration of placement was unknown due to limited information provided by customer. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR reviews could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: a year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. G3: date pce and investigation results were received.